Event description:
Option study: it was reported a transient ischemic attack (tia) had occurred. On (B)(6) 2021, the patient underwent successful placement of a 31 mm watchman flx closure device with complete laa seal and deployed device diameter of 29.2 mm. Prior to the procedure, aspirin was not administered and after the implant the patient was started on aspirin and continued apixaban. The patient was discharged the same day. On (B)(6) 2021, 127 days post procedure, the patient experienced numbness and tingling in their left foot, left hand which radiated to the elbow, and numbness in the left side of their face. The patient called emergency care and had difficulty enunciating words. They also had brief episodes of headaches on the right side of the head that resolved and are not associated with any neurological symptoms. The patient stated that the symptoms lasted for 10 to 25 mins before resolving completely. An x-ray of chest was performed, which revealed borderline cardiomegaly that represented pulmonary edema. The patient had a CT scan of their head, which revealed no definitive acute cranial lesion and extensive small vessel change. The CT angiogram of the neck revealed no significant atherosclerotic changes or stenosis, no dissection, severe c3 -c4 canal stenosis and moderate c4-c5 central stenosis. The CT angiogram of the head revealed negative assessment for large vessel occlusion and mild irregularity of the right m2 middle cerebral artery branches. Upon coronal mip images, that was likely exaggerated from venous contamination and probably due to mild atherosclerosis and no significant stenosis. At the time of event, the patient was on apixaban 5 mg and aspirin 81 mg. The neurologist was consulted and recommended that the patient start taking plavix and follow up as an outpatient with primary care provider. On (B)(6) 2021, the patient emergently presented to the facility with complaints of uneasy feeling in the right arm and difficulty to find words. At the time evaluation, the symptoms were resolved, and the patient denied any weakness or numbness. The neurologist was consulted and confirmed that the patient was not a candidate for tissue plasminogen activator (tpa). On same day, the CT of the head and neck was performed, which revealed no abnormal intracranial enhancement. The CT angiogram of the neck revealed normal bilateral carotid circulation, normal right vertebral artery, intimal thickening and moderate sever stenosis at left vertebral artery. The patient was monitored on the symptoms overnight and post 24 hours the patient had a brief episode of mild mental status change with transient confusion. The patient was stopped on anticoagulants. On (B)(6) 2021, an MRI of the cervical spine was performed, which revealed c3- c4 disk osteophyte complex with sever central canal narrowing, cord signal abnormality at c3- c4 and c4-c5, c4-c5 moderate residual central canal narrowing, moderate bilateral c3-c4,moderate bilateral c4-c5 and sever bilateral CT-t1 neural foraminal narrowing. An MRI of the head was performed, which revealed no evidence of infract or other intracranial process, severe microvascular white matter disease. The case was discussed with radiologist and neurologist and they recommended for an outpatient for the treatment of both the left vertebral artery stenosis as well as the cervical spine myelomalacia. The patient was recommended to maintain on plavix and aspirin for 21 days and after which to continue plavix alone on neurologist consultation. On (B)(6) 2021, the event was considered resolved and the patient was discharged.